Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A1: patient identifier unknown / not provided. A2: patient age and date of birth unknown / not provided. A3: patient gender unknown / not provided. A4: patient weight unknown / not provided. B3: date of event unknown / not provided. A summary investigation has been completed for peri-implantitis events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for these events have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing or design defect that might lead to peri-implantitis occurring and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted. H3 other text : summary investigation.

Event description:
It was reported that the implant at tooth site # 19 was removed due to peri-implantitis with associated pain and lack of primary stability. Revealed #19- screw retained implant crown. Appeared to have radiographic bone loss around crown #19. Suspect peri-implantitis. 5-6mm pd on both facial and lingual aspects. #19 was percussion sensitive compared to both #18 and 20. To rule out if crown has been de-screwed, occlusal composite removed. #19 attempted to be tightened into place, but screw was already tightly torqued down in place. Teflon tape and composite used to re-seal. Recommended follow-up with perio for evaluation and treatment for peri-implantitis.